Event description:
The subject stent was returned for analysis and the device investigation revealed that the subject stent was partially deployed and the stent stabilizer was broken/fractured during procedure. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the returned stent was found to be partially deployed from the stent delivery catheter. The proximal end of the stent stabilizer was found to be severely kinked/bent and fractured. The stent delivery catheter was found to be flattened and the stent delivery wire was found to be deformed. Significant amount of blood and procedural fluid were noted during the analysis but the stent was found to be intact. During functional inspection, stent failed/unable to deploy functional test was failed. The device could not be flushed due to dry blood and procedural fluids. It was soaked in a water; however the stent could not be deployed due to significant friction. The stent was pulled out from the distal end of the stent delivery catheter. The stent stabilizer could not be removed from the stent delivery catheter. The device was cut and damaged during the test. The event was confirmed during analysis of the returned device. The device failed to meet specification when returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was 75% stenosis and calcification at the lesion and the anatomy was quite tortuous, however the physician does not feel that the anatomy and/or location of intended area of treatment may have contributed to the reported event. The device was returned and the damage noted to the device is consistent with the reported event. There was also blood within the delivery system, which is an indication of insufficient flush, which would have contributed to the reported event. It is probable that the device was damaged during the clinical procedure causing the failure to deploy the stent and subsequent damage due to the difficulties experienced. An assignable cause of procedural factors will be assigned to the reported stent failed/unable to deploy and to the analyzed stent partial deployment, stent delivery catheter flat/crushed, stent delivery catheter deformed and stent stabilizer/catheter friction, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. It is probable that the proximal end of the stabilizer was kinked and fractured due to handling of the device during the clinical procedure, therefore an assignable cause of handling damage will be assigned to the analyzed stent stabilizer kinked/bent and stent stabilizer broken/fractured during use.